Event description:
Reportedly, during set-up, when the ventilator was going through the start u process, the touch screen turned blue and was unresponsive. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, additional pt information was not provided.